Manufacturer narrative:
This report is submitted on sep 17, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to tip fold over and the patient was reimplanted with a new device during the same surgery.